Event description:
There is a 3-way two-stopcock manifold included in the blood withdrawal tray assembled by medline. The stopcock is manufactured by mcgaw inc. The handles on some of the stopcocks are firmly affixed, and the user is unable to move them to change the direction of flow.